Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient's stimulation would go off by itself and sometimes would not turn on. This was noted to have begun occurring the day prior to report. The patient had recharged their implant two days prior and it was noted to be fully charged. The patient's stimulation settings were usually at 2.5 or 3. The stimulation would turn off by itself and was too strong when the stimulation came back on. At the time of report, the stimulation on icon was seen and the stimulation setting was 0.0v. The patient could still feel stimulation at the 0v setting. The stimulation stopped during the call, but it was determined that the stimulation was still displaying as being on. The patient was able to turn stimulation off at the time of report. A fall had occurred a week and a half prior to report, although it was not reportedly a hard fall and it was stated that the patient's right leg "gives out." No diagnoses, interventions, or outcome was reported. Follow up attempts have been conducted to attain this information. If additional information is received, a follow-up report will be sent.